Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome. It was reported that the patient¿s stimulator was no longer working, but was still implanted. No further complications or patient symptoms were reported. No further information was provided.